Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that a radio frequency (rf) interference issue was occurring between the patient's remote monitoring system and this pacemaker. Analysis determined that the home environment was not the cause of the rf issue and the patient was referred to their clinic. Upon review at the clinic the device had 10 months of battery remaining, when a few months ago, there was approximately 3.5 years remaining. Further data analysis determined that power consumption was abnormally high. There were reportedly codes related to the rf telemetry hardware. This pacemaker was successfully removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in a battery that depleted more quickly than expected.